Manufacturer narrative:
Upon receipt of additional information from the reporter this report is a duplicate of MDR # 9617229-2019-05686.

Event description:
Health professional reported a patient death related to diagnosis of right side alcl. Histopathological markers were provided as cd30 positive and alk negative. Status of the device is unknown. This was found to be a duplicate of MDR #: 9617229-2019-05686.

Manufacturer narrative:
In response to FDA report number mw5087737. The events of alcl lymphoma and death are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this kind of event. Follow up verbiage: ¿further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is unknown.

Event description:
Health professional reported a patient death related to diagnosis of right side alcl. Histopathological markers were provided as cd30 positive and alk negative. Status of the device is unknown. Patient death occurred in 2016.